Event description:
End of the dialysis treatment, epo being injected into the venous injection port before being taken off dialysis. When the needle/syringe was removed from the port, the whole port came out of the line. Pt lost approx 300-350 cc of blood. (Due to possible contamination, blood was not returned to the pt.) Pt was ok after incident. Home asst noted that port wasn't rounded like normal appearance.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.